Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable) alarms while using the vela ventilator. The customer reported the machine stopped working and displays the vent inop alarm. An affiliate of the customer reported the issue was cross checked by replacing the alleged faulty main pcb (printed circuit board) and turbine components with known good ones and the issue resolved. The affiliate of the customer reported no incident report of patient consequence associated with the event.